Event description:
It was reported that during the device changeout, the atrial lead was found to exhibited low impedances. It was noted that a few months prior, the atrial lead warning had triggered due to low impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 implantable pacing lead - (B)(6) 2000. (B)(4).